Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) phoned into technical services and stated a patient had received an inappropriate therapy from their implantable cardioverter defibrillator (ICD). The ahp was inquiring why the wavelet algorithm/feature did not continue to withhold therapy. An explanation and programming options were presented to the ahp. Follow-up was conducted but no further information was able to be ascertained. The device remains in use. No further patient complications have been reported as a result of this event.